Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the device fired an incomplete staple line. During the endoscopic lobectomy, after finished firing, found the incomplete staple line (distal tissue without staples). Changed another new reload, the event re-happened. Changed ec60a to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # l5135g. Device evaluation: the analysis found that one pse60a device was returned with no apparent damage and with two ecr60b cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b: ecr60b, n56p4m, fully fired. Cartridge c: ecr60b, n56377, fully fired.